Event description:
A 7f amplatzer torque 45 delivery system (dtv45) was selected to implant an amplatzer septal occluder (aso). During the procedure, the blue stopcock attached to the hemostasis valve became detached, therefore, the y-connector was removed from the loader, the procedure continued and the aso was deployed. After the device was released, air was observed in the patient's body so a multipurpose catheter was inserted into the dtv45 to remove the air. No adverse patient effects were reported.

Manufacturer narrative:
The 7f amplatzer torqvue loader, hemostasis valve, and stopcock were returned to sjm and decontaminated. The stopcock was received in two pieces; the blue stopcock handle was detached from the purple stopcock body. The blue stopcock handle was able to be replaced into the purple stopcock body and the stopcock was functional. There was no physical or visual anomalies found on either the blue stopcock handle or the purple stopcock body. If the handle is over-torqued, it can release from the body. The loader and hemostasis valve were each grossly examined and contained no anomalies. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive as the product met specifications prior to shipment and tested functional during analysis. The cause for the stopcock handle to become detached from the stopcock body during the procedure remains unknown.